Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system attended a follow-up appointment, where the physician observed an untreated episode of oversensed noise. The physician elected to deactivate the device therapies via programming and boston scientific technical services (ts) was contacted for review. Ts discussed that the untreated episode showed oversensing of a harmonic signal whose signal characteristics and frequency analysis (~50 hz) indicate an external, technical interference (like electromagnetic interference). Ts inquired whether the patient was near a source of electricity at the time of the event, as well as recommended diagnostic imaging to assess system integrity. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system attended a follow-up appointment, where the physician observed an untreated episode of oversensed noise. The physician elected to deactivate the device therapies via programming and boston scientific technical services (ts) was contacted for review. Ts discussed that the untreated episode showed oversensing of a harmonic signal whose signal characteristics and frequency analysis (~50 hz) indicate an external, technical interference (like electromagnetic interference). Ts inquired whether the patient was near a source of electricity at the time of the event, as well as recommended diagnostic imaging to assess system integrity. Recently, the patient was seen in-clinic, where therapy was re-enabled and reprogramming was done to resolve the event. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).